Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Unit had cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment had a piece broken off. Troubleshooting was provided. The insulin pump will be returned for analysis.